Event description:
It was reported the patient was riding a scooter, hit and flew over a car, landed on his stomach, which caused the pump to flip. Surgical intervention was required to realign the pump in pocket for access; the pump was not replaced. A refill was completed at the time of surgical intervention. It was said there was no catheter complications. There were no signs or symptoms associated with the event. The revision took place on (B)(6) 2013. It was also noted the original subcutaneous pump pocket was made too big. The pump was delivering morphine sulfate at 3mg/day.

Event description:
It was reported that the patient's scooter accident occurred in (B)(6) of 2013 and the pump revision surgery was emergent.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID 8578 lot# serial# (B)(4), implanted: 2012 (B)(6), product type accessory product ID 8590-1 lot# n316649, implanted: 2012 (B)(6), product type accessory. (B)(4).